Manufacturer narrative:
The srt found a pinched wire in the inverter cable to be the root cause. As a result, he replaced the inverter cable. He also replaced the power supply. The unit operated to manufacturer's specifications. This complaint is related to (B)(4)/medwatch #1828100-2019-00264. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the central control monitor (ccm) would not power up. There was no patient involvement.